Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that damage to helix was observed on the right ventricular lead. The lead was explanted and replaced. No further information was available.